Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 100ml of an unspecified chemotherapeutic agent, via gravity, for a duration of 10 minutes. The option-lok male adapter of the tubing set was connected to the patient's IV angiocatheter. After an unspecified length of time in use, the nurse noted the solution was leaking from behind and behind the threads of the spin collar. It was reported that an unspecified volume of the solution came in contact with the patient's skin. The patient's skin was washed with soap and water. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.